Manufacturer narrative:
On (B)(6) 2025 - we were notified by the customer of a patient who had a capsule retained and a surgery will be required to remove it. Frm-0089c - capsule incident questionnaire was sent to the customer to gather additional information regarding the retention. On (B)(6) 2025 - completed frm-0089c was received indicating that patient was found to have crohn's small bowel stricture that could have led to capsule retention. This issue is discussed in the IFU under patient condition and contraindications, and we believe the capsule worked as intended. We requested an update on the status of the patient. Capsule was received at the download center, and the video was successfully uploaded to capsocloud. On (B)(6) 2025 - we were notified that the patient was doing well after the surgery.

Event description:
On (B)(6) 2025 - we were notified by the customer of a patient who had a capsule retained and a surgery will be required to remove it. Frm-0089c - capsule incident questionnaire was sent to the customer to gather additional information regarding the retention. On (B)(6) 2025 - completed frm-0089c was received indicating that patient was found to have crohn's small bowel stricture that could have led to capsule retention. This issue is discussed in the IFU under patient condition and contraindications, and we believe the capsule worked as intended. We requested an update on the status of the patient. Capsule was received at the download center, and the video was successfully uploaded to capsocloud. On (B)(6) 2025 - we were notified that the patient was doing well after the surgery.